Event description:
It was reported to philips healthcare that the heartstart xl "machine can't occasionally." There was no reported pt impact.

Manufacturer narrative:
(B)(4). When investigation is completed a follow up report will be sent to the FDA.